Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was damaged remote dose connector. Upon physical inspection, the downstream occlusion (dso) seal was found damaged. This was determined to be a reportable issue. The damaged remote dose connector and downstream occlusion (dso) seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it kept alarming that the pca dose button was stuck. Upon physical inspection, a cracked downstream occlusion (dso) seal was found. This issue was determined to be reportable. There was unknown patient involvement.